Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: evidence of short battery life is illustrated with unusual drastic voltage drop that led to a premature ¿cs128¿ alarm on (B)(6) 2016. The battery compartment is cracked below the grip pad, returned battery cap is able to fit securely.-moisture corrosion is observed on the battery canister and on the battery cap, leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed correctly, all current reading are above specification. -reported ¿short battery life¿ complaint is duplicated. The pump¿s cover was removed; further moisture corrosion was found to the cgm module.